Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision; asr xl - right; reason(s) for revision: alval / soft tissue reaction.

Event description:
Reason for revision: pain.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr xl - right, reason(s) for revision: alval / soft tissue reaction - incorrect see below. Update received (B)(6) 2013. Revision date amended. Still awaiting confirmation of revision date, however it may be (B)(6) 2013. Update form 57 received (B)(6) 2013. Additional hospitals and additional surgeon added. Update received (B)(6) 2013. Revision date updated, reason for revision amended. Reason(s) for revision: pain update received: (B)(6) 2014 - filled mapped to mw fields, marked as legal, put cross reference in complaint description and added (B)(4) reference number. Bilateral patient - see com (B)(4) for left hip.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr xl - right. Reason(s) for revision: alval / soft tissue reaction, incorrect see below. Update received 4th october,2013. Revision date amended. Still awaiting confirmation of revision date, however it may be (B)(6) 2013. Update form 57 received 10th october, 2013. Additional hospitals and additional surgeon added. Update received 11th october, 2013. Revision date updated, reason for revision amended. Reason(s) for revision: pain. Update received: 28th march 2014 - filled mapped to mw fields, marked as legal, put cross reference in complaint description and added kennedys reference number. Bilateral patient - see (B)(4) for left hip. Update - added scf, added additional reason for revision. Taken from surgeon form dated (B)(6) 2014. Reason(s) for revision : alval / soft tissue reaction / elevated co/cr ion levels.